Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet generated an alert 38 indicating a motor stall and the device displayed unable to proceed despite a successful dry run, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during troubleshooting, and the event aligned with a motor-related failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.